Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a potential bluetooth malfunction. No intervention was performed. The device was eventually able to pair. There were no patient consequences.